Event description:
It was reported the patient had their pump and catheter replaced on (B)(6). It was stated the catheter was found to be kinked. The pump was used to deliver gablofen (baclofen).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).